Event description:
International customer reported that a pt presented with a recurrent hernia approximately four months following an incisional hernia repair. It is anticipated that a re-operation will be performed. No further info was provided.

Manufacturer narrative:
Date sent to FDA: 07/09/2008. Recurrent hernia - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.